Event description:
The customer states that the axsym vancomycin ii assay generated the following results on one pt sample. The results were not reported to the physician. Field service was requested to inspect and service the instrument.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.